Event description:
The event is reported as: complaint alleges: ratchet did not work properly and the applier failed to load the clip into the jaws. The event occurred during use in the procedure, but no harm was caused to the patient.

Manufacturer narrative:
D10: sample received by manufacturer, but investigation is incomplete at time of this report.